Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post-laminectomy pain. It was reported that the patient was having trouble charging the implant because she had poor coupling and seldom even got 2 boxes filled in and once in a while would get 4-5 boxes filled. It was stated that the coupling boxes were lost with the slightest movement. The patient noted that she had met with 2 manufacture representatives about the issue but they were unsure what was going on. The patient stated that the representatives noticed that the battery seemed to have sunken or tilted into the buttocks and could be a problem. The patient was walked through insr recharging practice and was able to obtain 6 boxes. It was reviewed that the patient should keep a mental note of that location to place the antenna when recharging. A new insr antenna was sent to the patient to rule out an insr issue and if this did not resolve the issue it was reviewed that it was likely a ins pocket issue, and that the patient should follow up with their hcp. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the per the patient they had their device jumpstarted twice by a previous rep. It was unknown when the jumpstarts specifically occurred, but it was noted it was about three to four months ago. It was noted that the patient had gained weight and a previous rep did two physician mode recharges that were not successful. It was reported that surgery was planned to have the ins explanted. They did not know the scheduled date yet for the explant. The rep also inquired about warranty information. No further complications were reported/anticipated. Additional information regarding event reported in reg report # 3004209178-2019-17008 will be captured here and in supplements of this reg report going forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care provider regarding the patient. It was reported that the patient¿s implantable neurostimulator depleted in (B)(4) of 2019 due to non-compliant charging and a tilted battery. The depleted implantable neurostimulator has not been resolved, but the patient has agreed to a battery replacement which will be scheduled soon. There were no further complications reported or anticipated.